Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that while using the evis exera iii gastrointestinal videoscope the scope was clogged from nexus powder. The reported malfunction occurred during reprocessing. There were no reports of patient harm.